Manufacturer narrative:
Ge healthcare's investigation is completed, experimentation of this event with an engineering system showed that the oxygen level could drop to 4-6% during the surge of cryogen gas while the ventilation system recovers. A rapid decrease in oxygen level in the scanner room could lead to loss of consciousness and cardiac arrest. The root cause was determined to be due to improper repair to the venting system which caused icing and blockage. Investigation has determined insufficient service instructions exist for handling of icing and magnet shutdown. Corrective actions will include improvement of these procedures. The magnet was replaced by the ge healthcare field engineer.

Event description:
It was reported that in preparation for magnet replacement, the ge healthcare field engineer (fe) was instructed by oni service support to quench the magnet. The system did not perform as expected and the helium gas filled the scanner room instead of evacuating through the provided cryogen duct to the outside of the building. When the quench button was pressed, instead of venting out through the quench pipe, the pressure broke the coldhead gasket. The coldhead gasket produced a very loud bang and the room filled with helium. No one was in the room at the time of the quench. No one was injured in this event.